Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with "air detected set alarm twice" was confirmed in the pump's event history. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed since this condition could not be duplicated. (B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air detected set alarm twice. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.